Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6) 2019. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that an ec60a was associated with a take back to theatre for a patient. No other information is available at this time.